Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: loss of image confirmed failure: needs software upgrade excessive dust in console black screen due to faulty motherboard probable root cause: dvi / s-video/composite cables and connectors sk28 system design sk28 firmware sdc3 application software gravity workflow software application software: sdc3 ipad app use error manufacturing/ service nonconformity the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.